Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive device was seized, jammed and heavy moving. It was further determined that the device had a dented holiday tube. It was further determined that the device failed pre-test for cannulation, off/oscillation/on switch mode function, oscillation angle, switching function, triggers and electronic control unit function, compatibility between small battery drive device and small battery drive device ii and power with test bench. It was noted in the service order that the device would not work. This event did not occur during surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.